Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a confirmed fracture of the right ventricular (rv) lead with high thresholds and an impedance greater than 2000 ohms in both unipolar and bipolar configurations. The rv lead as well as the right atrial (ra) lead were capped and replaced on the contralateral side due to patient anatomy issues and an occluded superior vena cava (svc). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.